Event description:
Related manufacturer reference number: 3006705815-2022-15910. It was reported diagnostics showed high impedances. In turn, both leads were explanted and replaced to address the issue. During surgery it was observed the leads had fractured.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.